Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 05/19/2016.

Event description:
A customer reported an event of a "oil smoke" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for haze/mist/vapor to be "low." No parts were available for return and functional analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.